Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a white ring artifact on their 3d image. The image artifact was also transferred over to the navigation system. Patient was present. There was unknown surgical delay and impact on patient outcome. Add info received: no surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA: 722471, 806 report#: 1723170-05-18-2026-001-c. (H3, h6): no parts have been received by the manufacturer for evaluation. Analysis was performed for this event. In summary, the analysis concluded, unable to determine probable cause without further information /logs. This case may be re-opened if additional information was received. Codes: b01, b20, c20 & d0302 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot#: (B)(6), product ID: bi71000905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.